Event description:
Dear sirs, or madam, hereby, I like to inform you about my failed hip replacement, medical device used: depuy acetabular. Calendar of events and current situation is best described as follows: my right hip was replaced using one of the depuy devices (B)(6) 2008. For the first 3 months after surgery, I was unable to lie down straight in bed, only changing certain positions hourly sitting in a recliner allowed me to bear severe and violent pain. Actually, to the day -almost 2 years after surgery, I am not able to sit, stand, or lie down for more than a couple of hours, rather less. Even when I don't move at all, severe and violent pain kicks in. Once I was ordered to walk on full weight, I was never able to walk more than a half a mile without severe pain kicking in. Actually, to the day my hip replaced leg starts hurting badly when I walk only very short distances, much shorter than half a mile and often when I don't walk also. My surgeon always suggested to be patient as recovery from a severe operation like that could take up to a year, or more. The last time I saw my surgeon was a little over one year post-surgery. Again, I told him how severe my pains still were. During this past spring/summer I tried to see my surgeon again. Mainly because I was suffering more and more. Unfortunately, due to my long term "leave of absence" I had lost my job and all my benefits including health insurance. My surgeon's front office told me over the phone that I would have to pay a fee of (B)(6) just to see the dr as an uninsured person. I simply could not afford that at the time, and I tried to get help through my (B)(6) center, but they denied me because they had set minimum age to 55 from 50, and I am only (B)(6). Just a short time ago, I learned about the recalls and class-action lawsuits on the depuy devices. Well, it took 4 phone calls and leaving messages with my surgeon's office. Now, they finally returned my 4th call, and informed me that my hip replacement is a depuy device. She said that my depuy hip replacement would not be under the recall. After that, I went to the (B)(6) hospital in order to request my medical records and implant report. It was a kind of odd that the clerks at the hospital said that they can provide my medical records, but that it seem strange that they were unable to find the serial number of my depuy hip replacement. They told me that they would send me a copy when they could find it. After approx 2 weeks, I received a copy of the implanted system, and it stated, depuy acetabular just as described on many blogs on the internet. My personal situation and circumstances are not fun to say the least. Besides the facts that my pain is constant and severe, I have lost my job, lost health insurance and other benefits due to my illness since (B)(6) 2008. Furthermore, and after my employer had me terminated because of extended leave of absence due to illness, I applied for unemployment benefits. Unemployment was denied because the agency was not able to help me because of my illnesses. Since surgery and after I started to sit for extended time, not only severe pain bothered me, also a condition called edema -excessive swelling of my right foot. Both my drs back then -until (B)(6) 2009, dr. (B)(6) and dr. (B)(6) knew about that add'l condition. Meanwhile, I have developed more severe pain in the hip area of my left hip, back, and all the way up the neck. At the end of (B)(6) 2009, I applied for (B)(6). Because of my condition I cannot work, nor while sitting nor standing or walking. That application is still pending. I am also in the procedure to seek legal help on the matter. According to info I have gathered, I have all the symptoms people write about failing depuy hip replacements. Regards, (B)(6). Dates of use: (B)(6) 2008 - (B)(6) 2010.